Event description:
The patient reportedly experienced pain and facial nerve stimulation with and without device use. X-ray and CT results revealed normal results. Device testing could not be completed due to pain. Revision surgery is scheduled.